Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, the conmed representative reported issues with the aes-90sn probe, lot # 202111151 that was experienced by dr. (B)(6) of (B)(6) on (B)(6) 2021. Information received indicates that ¿the wand face broke in half during surgery with the doctor at (B)(6). It was retrieved with minimal time¿ clarification received notes the date of incident confirmed to be (B)(6) 2021. It was also confirmed there was no impact or injury to the patient. Shoulder arthroscopy rcr procedure was completed. The doctor was clearing soft tissue from the sub acromial space when issue occurred after less than 2 min total usage. Just the scope was in the space and it did not make contact with the probe, settings were ablate-5 coag-2. No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the piece was removed, it did fall into the patient.

Manufacturer narrative:
It was determined the device in question was discarded by the facility. No photographic evidence was provided. The reported failure cannot be verified, root cause cannot be identified & complaint is inconclusive. Manufacturing documents from the device history record were reviewed & found no abnormalities that would contribute to this issue. Two-year lot history review was conducted & found this is the only complaint for this lot number & failure mode. Two-year review of complaint history revealed there has been a total of 35 complaints, regarding (B)(4) devices, for this device family & failure mode. During the same time frame (B)(4) devices were manufactured & shipped worldwide. Should all the complaint devices been found confirmed for this reported failure, rate of failure would be (B)(4) instructions for use (IFU) provide user with information regarding proper care & use of this device. Per the IFU, user is advised to examine all accessories & connection to generator before use. Ensure all accessories are properly & securely connected & function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode & the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, the conmed representative reported issues with the aes-90sn probe, lot # 202111151 that was experienced by dr. ¿g¿ of orthopaedic & spine center of the rockies, fort collins co on (B)(6) 2021. Information received indicates that ¿the wand face broke in half during surgery with the doctor at ocr fort collins. It was retrieved with minimal time¿ clarification received notes the date of incident confirmed to be (B)(6) 2021. It was also confirmed there was no impact or injury to the patient. Shoulder arthroscopy rcr procedure was completed. The doctor was clearing soft tissue from the sub acromial space when issue occurred after less than 2 min total usage. Just the scope was in the space and it did not make contact with the probe, settings were ablate-5 coag-2. No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the piece was removed, it did fall into the patient.